Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the trial was broken. The noted breakage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that when setting up for the case it was noticed that the size 3/4 - 5mm shim was cracked. The broken instrument was removed from the sterile field before the case began. No impact to patient care and surgical time was not extended. No additional information is available.